Event description:
An invacare representative reported that the center seat frame is making a screeching noise and that the left side is loose under the slide potentially causing the user to be stranded in a tilt position.